Manufacturer narrative:
The initial report came in on (B)(6) 2010, however, several follow ups with the hospital on (B)(6) 2010 and again on (B)(6) 2010 for a full report and used device were unsuccessful. The risk manager and quality managers were both contacted by customer service, sales, and regulatory affairs. The hospital responded on (B)(6) that the used device was discarded. The supplier of the needle, angiodynamics, was contacted on (B)(6) 2010 with the incident report and an investigation was requested as of the incident as well as the IFU. A follow up MDR will be submitted with results of investigation.

Event description:
Safety cover of lifeguard non-coring safety infusion set (lnsis) needle failed to remain engaged after use and resulted in healthcare provider needle stick. The hospital claimed that evaluation of functionality of all similar devices reveals that it is easily retractable, may slip and expose a used needle prior to safe disposal.